Event description:
A malfunction on the pump was reported, as the screen had gone dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to charge the pump using known working supplies, and the pump's display subsequently turned on. The malfunction code was resettable, and after resetting, the issue did not recur. Tandem technical support assured the customer that they could continue using the pump and advised them to call back if the issue happened again, which the customer understood.